Manufacturer narrative:
Continuation of d10: product ID: 37751, lot# serial#: (B)(6), product type: recharger, product ID: 37761, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), h3: analysis of the recharger (serial #: (B)(6)) revealed no anomalies with the device. Analysis of the desktop charger (serial #: (B)(6)) revealed that the connector pin was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger wasn't powering on or charging from desktop charger (dtc). During call, patient representative (rep) said connection between connector pin on the dtc and the recharger was loose. It was discovered that the connector pin had been plugged in upside down and the inside of the recharger port was damaged. The issue was not resolved. An email was sent to the repair department to replace the recharger and dtc. Patient services (ps) had reviewed updating to wr option. Patient rep said implant was at 50% and patient was too worried about ins battery depleting down so patient requested replacements be overnighted. Ps reviewed that ps will send message to field to let manufacturer reps know of patient's desire to update to wr. No symptoms were reported.